Event description:
"Child at school when vent apparently shut off and then restarted spontaneously, with no alarms. This was observed by aid/teaching assistant. Vent was off for approximatley 2 seconds and then restarted with a "reset" message in display window. Pt suffered no ill affects".